Manufacturer narrative:
The reported event of battery performance alert was confirmed by analysis. The reported event of premature battery depletion was not confirmed. Final analysis determined that the device generated a false battery performance alert. No anomalies were detected.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Premature battery depletion was suspected. The ICD was explanted and successfully replaced. The patient was stable.